Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: tired. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-012: product expired note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). School nurse is calling on behalf of the customer and provided customer's mother's information. The customer was feeling tired; medical attention was not needed at the time of the call. School nurse had initially spoken with coordinator and provided information to technician. Technician was unable to contact the customer. No further information was able to be obtained.